Manufacturer narrative:
Coloplast has not been provided corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt experienced multiple office visits due to erosion, pain, dyspareunia and urinary track infections. A partial explant surgery was performed on (B)(6) 2008.